Manufacturer narrative:
The customer elected to send their device in to physio-control for evaluation and repair. Physio-control examined the customer's device and verified the reported failure. Physio then replaced the system, interface and power pcb assemblies, as well as the system/interface pcb cable assembly and system/therapy pcb dielectric shield. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed interface pcb assembly and determined that the cause of the reported failure was a shorted capacitor, designator c12. As a result of the c12 failure on the interface pcb assembly, physio observed that there were two fuses blown from over-current on the power pcb assembly and damage to the system pcb assembly, system/therapy pcb dielectric shield and system/interface pcb cable assembly.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomed, with technical assistance and provided him with the contact information of their local sales representative, in the event they wanted to replace the device. After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.